Event description:
The customer reported that the system's image was of poor quality during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The beam was realigned and the boards were reseated. The system was tested and found to be working as intended and was put back into service. This event may have resulted in a possible accidental radiation occurrence.